Event description:
The manufacturer received information alleging a ventilator would not function. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes and "service required" codes were found in the ventilator's downloaded error log. The device's system board and sensor board were replaced to address these issues.